Event description:
The biomedical engineer (bme) reported that the loaner central nurse's station (cns) spontaneously shut down and, upon reboot, powered up to a blue screen. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the loaner central nurse's station (cns) spontaneously shut down and, upon reboot, powered up to a blue screen. The customer advised that they would be sending the unit in for inspection, but it was never received by nihon kohden. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: the root cause of the issue is considered to be a hard drive failure. In this incident, the device has been in use for more than two years with no history of hdd replacement, and hard drive degradation is a high possibility. The reported issue does not require further investigation through CAPA process. An hha has been completed for the cns-6201a hard drives failure. CAPA 19-022 was initiated and rejected based on rationale provided in hha 20-001. This issue does not warrant/require a CAPA. The following fields are not applicable (na) to the MDR report: b2 b6 b7 d4 lot # & expiration date d6a & d6b d7b f1 - f14 g4 device bla number g5 g7 h7 h9 the following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 d10 additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Manufacturer narrative:
The biomedical engineer (bme) reported that the loaner central nurse's station (cns) spontaneously shut down and, upon reboot, powered up to a blue screen. The customer advised that they would be sending the unit in for inspection, however, it has not yet been received by nihon kohden. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the loaner central nurse's station (cns) spontaneously shut down and, upon reboot, powered up to a blue screen. No patient harm was reported.